Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging her son's onetouch ultralink meter was displaying an error 2 message while attempting a blood test. This error message could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed the alleged issue began at approximately 10:30am, on the same day that she contacted lfs for assistance. The patient reportedly manages his diabetes with insulin pump therapy and denied taking any action regarding his diabetes management routine as a result of the alleged issue. The patient reportedly became anxious 10 minutes later to not being able to check his blood glucose and denied receiving any form of treatment. At the time of troubleshooting, the cca noted that the patient was not using the product for the first time. The correct test strips were being used; the patient was correctly performing the blood test. The error 2 message did not appear upon pressing the power button. The issue remained unresolved after attempting a retest. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.